Event description:
It was reported that during implant procedure, a right atrial (ra) lead was attempted and not used due to a helix performance issue. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant. (B)(4).